Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged across its entire length with struts distorted, bunched and overlapping. The stent was received on a mandrel with the stent protector placed over half of the stent profile. The stent protector could not be removed as it got caught on the mandrel pig tail and had to be cut to allow for inner diameter measurement to be taken. The inner diameter was within specifications. The crimped stent was detached from balloon and returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the stent came off the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 20 synergy drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the stent came off the balloon. The procedure was completed with a different device. No patient complications were reported.